Manufacturer narrative:
The tech found the foot end brake and steer casters were damaged and the caster supports were broken. He replaced the foot end brake and steer casters and supports to repair the bed.

Event description:
Info received indicates the brake is not holding.